Event description:
On (B)(6) 2012, it was reported that the pt felt that the infusion device was not delivering the programmed amount of insulin. The pt experienced elevated blood glucose levels as high as 25 mmol/l (450 mg/dl). The pt was correcting the elevated blood glucose with insulin injection therapy. The infusion device did vibrate every three minutes indicating a bolus delivery. The pt monitored the infusion device for a day and f/u indicated that it was still not working. It was reported that the display of the infusion device was blank. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.